Event description:
In 2008, the pt reported receiving an e4 (occlusion) error on his infusion device while attempting to bolus 3.5 units of insulin. He stated he has received the occlusion error 4 times in the past 4 months. The troubleshoot, the pt was instructed to disconnect from his infusion site and he was able to bolus 5.0 units of insulin without error. His infusion set had been in use since the previous night. He stated that the skin at this infusion site is red and itches and the cannula was slightly bent. The pt was sent sample infusion sets and an infusion set insertion device. Upon follow up with the pt eight days later, he stated that the sample infusion sets were "too bulky" and he continues to experience irritation at the infusion site. He stated that this has been occurring for 9 years. He stated that he cleans the area with alcohol. He stated that he changes the infusion site every 3.5 to 4 days. He was advised to change the infusion site every 3 days. The pt called back on 10/31/2008 to report that he received another e4. He changed the insulin cartridge, infusion site and tubing to clear the error. He stated that he does not lubricate the insulin cartridge prior to use. He was advised to do so. He stated that he had not changed his adapter in over 10 cartridge changes. He was advised to change the adapter. No blood glucose issues were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
Results: no product will be returned for evaluation.